Manufacturer narrative:
Occupation: consultant.

Event description:
Information was received indicating that the patient's pumps were alarming while in use with a smiths medical cadd cassette reservoir. The issue occurred while in patient use and the patient switched the cassette to a backup pump, but the same alarm persisted. The patient made a new cassette, connected it to the pump and was able to start the infusion. The infusion was life sustaining and there was no patient injury.